Manufacturer narrative:
The dentist reported the patient had two implant failures due to failure to osseointegrate at two separate occasions on same tooth location. The patient did experience infection at the implant site and was a smoker. Failure to osseointegrate is a well-known and well documented inherent risk of implant surgery, and it occurs in 2-8% of all implants according to published literature. The DHR was reviewed and no discrepancies or related issues were noted. Furthermore, the returned product was visually inspected, and no defect or non-conformity was observed. Infection at the site and smoking are known to significantly affect the process of healing and osseointegration, and can contribute to early implant failure. Although the root cause is inconclusive and specific to each case, there are many probable causes for the failed implant, including patient bone quality, premature loading, patient's health, per-implantitis, smoking, and/or lack of oral hygiene. However, established biocompatibility studies showed that implant materials or manufacturing techniques are not cause for implant failure or infection. A follow-up will be completed if additional information is available.

Event description:
It was reported implant failure to osseointegrate at two different time periods on the same tooth location. First implant was on (B)(6) 2016 and explanted on (B)(6) 2017, and second implant was on (B)(6) 2017 and explanted on (B)(6) 2017. The implant site was reported to be infected and the patient had a history of smoking.